Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information from patient: I can not eat solid food in any form. I am currently living by eating thin soups and broth. It takes me over an hour to consume a single cup of (B)(6) tomato soup. I have been to my surgeon and he recommends removal of the band asap. I had a barium swallow test at my last visit (B)(6) 2019 and the radiologist was very concerned about the inability for the contrast to flow properly through the band.

Event description:
It was reported by that "in 2011, the patient had a realize band placed on my stomach. I have had problems with the band from day one. Extreme vomiting, nausea, slimming. Food intolerance, and pain. In the last 6 months despite having no fill in the band, I have a new complication."

Manufacturer narrative:
(B)(4). Additional information: spoke with dr's office they confirmed that the patient has a realize c band and it was implanted on (B)(6) 2011. The last fill/adjustment they have on record for the patient was in (B)(6) 2014. Per the contact, the patient may have gotten adjustments at another facility but according to their records, (B)(6) 2014 was the last adjustment and the fluid volume in the band at that time was "0". Per their records, in 2020, the patient had an upper gi which showed a hiatal hernia, mild narrowing and gastritis. No other treatment or patient information was provided.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2020. Additional information was requested and the following was obtained: is the patient having any issues with the band? Yes she is having issues with not being able to get anything down. As there was no fluid in the band, no fluid could be removed to relieve the restriction. The patient was directed to go to ER if she got worse. Are the patient's current symptoms related to the band? Yes, the patient's symptoms are related to the band. Endoscopy performed on (B)(6) 2020 showed hiatal hernia, narrowing from the band and gastritis. The patient had been told previously that the band needed to be removed. However, no erosion was seen from her testing / records. Insurance denied coverage for band removal on (B)(6) 2019.